Event description:
It was reported to covidien on (B)(6) 2014 that customer had an issue with a beta cap adapter. The customer states that (B)(6) has been using the upgraded titanium connectors with their pd catheters. Due to the recent back order, (B)(6) has been forced to use the plastic caps instead. (B)(6) has received complaints from their dialysis centers that the plastic connectors have been cracking and leaking and they really want to go back to the titanium connectors as soon as they come off back order. No additional information provided.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This information will be utilized for tracking and trending purposes to determine the need for corrective action. A corrective action is not warranted at this time.

Manufacturer narrative:
Submit date: 10/20/2014. An investigation is currently underway. Upon completion, the results will be forwarded.